Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the carrier shaft was damaged. The assignable root cause was determined to be due to normal wear on mechanical components from use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a total knee surgery, it was observed that the quick coupling device was getting stuck on the battery reamer/drill device. It was further reported that the collar was sticking on the device. As a result, there was a ten minute delay in the surgical procedure. There were spare devices available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred two weeks ago; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.